Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and selftest. Pump error 3 alarm followed by pump error 54 alarm found in the pump history due to electronic assembly. No pump error 82 alarm during test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump alarm. The customer was able to rewind the insulin pump and clear the alarm. The self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.